Event description:
It was reported that this right ventricular (rv) lead exhibited an atrial undersensing due to the use of ventricular dual-dual leads and the heart failure worsened. This rv lead was electrically abandoned. No additional adverse patient effects were reported.